Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The 90% stenosed lesion was located in a calcified and severely tortuous proximal left anterior descending artery. The vessel was predilated with a 2.0x20mm non bsc balloon. The taxus express2 3.50x20mm drug eluting stent was advanced but was unable to cross the lesion. The vessel was predilated again with the same balloon, however, the stent was still unable to cross the lesion. The procedure was completed with a taxus express2 3.0x20mm drug eluting stent. No patient complications occurred. Patient status is satisfactory. Product analysis confirmed that there was stent damage.

Manufacturer narrative:
Device analysis found that the condition of the returned device was consistent with the complaint incident. Visual examination of the returned device revealed distal stent damage on rows 1 to 3 from the distal edge; some of the struts were raised distally. No kinks or damage were found along the hypotube. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause classification is operational context due to anatomical/procedural factors encountered during the procedure.